Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was break. The customer¿s blood glucose level was 555 mg/dl at the time of incident. The customer¿s current blood glucose value was 423 mg/dl. The customer mentioned other blood glucose as 481 mg/dl, 300 mg/dl, over 500 mg/dl, 361 mg/dl, 79 mg/dl, 200 mg/dl, 300 mg/dl. Customer reported the insulin pump was exposed to fluid in the past with no moisture visible in pump. The insulin pump passed self-test. The insulin pump had low reservoir alarm. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.